Event description:
The patient had her lead and ins replaced. The devices were not going to be returned to the device manufacturer. The patient was doing great and was happy with her new device system.

Event description:
It was reported that after a magnetic resonance imaging (MRI) scan the patient stimulator was not working. The patient also had pain around the lead insertion area. During the MRI, the patient had "thumping" and was uncomfortable during the scan. The patient met with a company representative; telemetry could not be established. The patient planned to have a full system replacement on (B)(6) 2012. Additional information has been requested. If received, a follow up report will be submitted.

Manufacturer narrative:
Lead 3093-28, lot# v347314, implanted: 2009-(B)(6), explanted: unk. Programmer 3037, serial# (B)(4). (B)(4).